Event description:
Pump alarm 30 was reported while the device was in use. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller with loading a new cartridge using the correct method, but the cartridge alarm continued. As a result, customer service arranged for a pump replacement. The customer, who will switch to multiple daily injections as a backup therapy, was given instructions to store and return the malfunctioning pump, which is still under warranty, using a prepaid label.